Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/12/2013 with the following findings: the pump was unable to be downloaded for review due to continuing call service cs054-0001 alarms. The pump powered on and immediately started alarming for cs054-0001. The software was attempted to be reloaded to the pump but the pump was unable to complete the process due to the alarms. The pump was opened and no damage or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump was emitting continuous alarms preventing use of the pump. This report is made based on the results of evaluation.